Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient identifier is not provided / unknown. Patient age is not provided / unknown. Patient weight is not provided / unknown. : date of event is not provided / unknown. Lot number is not provided / unknown. Initial reporter¿s title is not provided / unknown. Additional 510(k) number is k101880. The implant and the bundled mount and mount screw were returned and the fracture events of the mount screw and mount were confirmed. Device malfunction did occur for the returned implant system as the bundled mount and screw were both fractured. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device or received device that did or could cause or contribute to the reported event or observed failure. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were within specifications and likely conforming when they left zimmer biomet. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the product is not available. A complaint history review by item number was conducted for the identified devices dating back to 12 months from this complaint notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported events. The observed failure could not be recreated due to the nature of the dental devices and event/failure. The complaint is related to the functional performance of the devices. A definitive root cause could not be identified. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
During investigation it was found that both the mount screw and the mount was fractured. Booth items are bundled with the dental implant.